Event description:
Occurrence involved the malfunction of a chlorhexidine surgical prep devise. The "bd chloraprep" devise came apart while preforming the surgical prep. While in use the end cap fell off the bottom of the prep stick. Next, the 2 plastic inner ampules fell out of the stick, these 2 ampules are very fragile and shatter very easily. All the broken pieces were collected. This prep was being done prior to the patient being draped. The sterile field was not compromised, we reprepped with another chloraprep stick. No harm to the patient. All affected lots have been removed.